Manufacturer narrative:
(B)(4). System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the too aortic position of the valve and subsequent cai and pvl cannot be confirmed. Procedural factors (fair coaxial alignment of the delivery system/valve, manipulation of the device) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-01683.

Event description:
During a transfemoral tavr procedure performed under conscious sedation, an initial 23mm sapien 3 valve was deployed too ventricular and canted, resulting in moderate central aortic insufficiency (cai) and moderate paravalvular leak (pvl). A second 23mm sapien 3 valve was prepared with 19ml (nominal plus 2ml) of volume. During deployment, the second valve ¿jumped¿ aortic and the valve was not able to be advanced to the appropriate position. Post deployment echo and angiography indicated moderate cai and moderate pvl. Post dilation of the valve was performed with a 22mm non-edwards device and with a 24mm non-edwards device. Moderate cai and moderate pvl remained. It was also noted that the aortic diastolic pressure was at 50 mmhg (20 points below the initial pressure). After much discussion, the decision was made to deploy a third sapien 3 valve. The third sapien 3 valve was prepared with 19ml (nominal plus 2ml) of volume. The delivery system and valve was advanced across the two deployed sapien 3 valves and slowly deployed. Following removal of the delivery system, post deployment echo and angiography indicated moderate cai and moderate pvl. The diastolic pressure increased to 68 mmhg. The procedure was concluded with no further actions. The esheath was removed and the femoral access site was closed. No further complications were reported. The native annular diameter measured 21.3mm x 26.7mm by CT. Bulky annular calcification, moderate native leaflet calcification and severe aortic root calcification was reported. The stj measured 18.4mm with severe calcification reported. Fair coaxial alignment of the delivery system and valve was reported.

Manufacturer narrative:
Procedural cine was submitted for review. Imagery review revealed the first attempt at bav was not effective since the balloon slipped into the ventricle. No pacing was observed. The second bav attempt was the same. The initial valve and wire were not coaxial across the annulus. The initial valve was deployed too ventricular and canted. Severe aortic regurgitation (ar) was observed post valve deployment. The second valve was deployed ¿not coaxial¿ within the first valve and higher within the initial valve. During deployment, the second valve frame hit the calcified stj and did not fully expand, causing a ¿cone¿ shape. Severe regurgitation / pvl was seen with the pig tail catheter across the valve. Post dilation was performed well and the valve was ¿more expanded¿. Post dilation was performed well a second time, deeper in the left ventricle. Severe regurgitation / pvl was seen with the wire across the valve. The third valve was not coaxial to the second valve. The third valve was deployed lower within the second valve. Moderate pvl/ar was observed with the pig tail catheter across the valves. No image of an angiogram with the wire out of the annulus was provided. Impressions: implant of first valve to was to ventricular and canted. This is due to the stj being too calcified and narrow causing a ¿water melon seed effect¿ explained in the training material. This anatomy contraindicates the use of a balloon expandable implant. The event was further aggravated as the s3 was not central or coaxial before the implant; also, a standard inflation technique was used. In extreme situations, with a narrow stj, there is a special double inflation technique that has shown good results in order to avoid s3 malposition (too ventricle) but is not recommended by edwards. Severe ar seen post deployment; both ai and pvl. The 2nd valve was not coaxial within first valve and deployed too aortic. The proximal stent frame hit the calcified stj and did not fully expand and created a cone shape. Severe pvl/ar was seen with pig tail catheter across annulus because the second valve skirt didn¿t overlap the 1st valve at the level of the annulus. The 3rd s3 valve was not coaxial within the 2nd valve. The valve was deployed at the level of the 1st valve without adequate overlapping. Moderate pvl/ar was seen with pig tail across. Unable to confirm type (central versus perivalvular) due to no echo images provided. Based on the 3mensio report, the patient had a tight calcified stj (18mm) which can be problematic for a 23mm s3 implant.